Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a failed battery test alarm. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected alarm error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.